Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips were not correctly attached to the vessel. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73e1600254 was manufactured on 05/16/2016 a total of (B)(4) pieces. Lot was released on 05/24/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 auto endo5 ml for investigation. The returned device was visually examined with and without ma gnification. Visual examination of the returned device revealed that the knob is partially opened. The orange indicator clip was returned loose indicating that no more clips are remaining in the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned device by engaging the trigger. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. As expected, no clip was fired since the orange indicator clip was returned loose. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke was slightly bent. This could contribute to the clips other remarks: being unable to load properly into the jaws. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips not correctly attach to vessel" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The sample was returned with the yoke slightly bent and the knob partially opened. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. It could not be determined if the extent of the damages found would prevent the clips from being able to be applied properly, but the damages could contribute to any difficulties. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The clips were not correctly attached to the vessel. There was no patient injury.